Event description:
Customer reported via phone call that they had hyperglycemia. The blood glucose value was 400 mg/dl during time of event. The customer was using the insulin pump system within 48 hours of reported event. Customer also reported keypad anomaly and frozen display. No further patient complications were reported.  The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.